Event description:
The bipap a40 ventilator was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. During the evaluation of the device, the device was visually inspected there was evidence of foam degradation visualized in the device. No repairs were completed; the device was scrapped as per customer request. This device will be included in fsca 2021-05-a. Additional findings not related to the malfunction/issue: a non-critical error code e-146 was noted in the download error log indicating an error in verifying the flash drive format on device start up. This is a log-only event that would require replacement of the printed circuit board assembly.